Manufacturer narrative:
The customer¿s report ¿valve fell off tubing¿ was confirmed. The set was visually inspected and found that there was a separation between the tubing and the male luer. Insufficient solvent was observed around the end of the tubing where the separation occurred. No other damage was observed on the set and its components. Functional was not performed due to the separation of the set. The separated tubing was measured with lab calipers and was found to be within measurement specification. The root cause of the customer¿s report of ¿valve fell off tubing¿ was not identified.

Event description:
The customer reported that the tubing disconnected from the valve during an infusion. There is no report of patient harm.